Manufacturer narrative:
MDR 3003442380-2026-21081 / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number, reporting site: 8021545, manufacturing site:3003442380.

Event description:
It was reported that the patient faced event on 15 apr 2026, where infusion set was accidentally pulled out during use due to tubing catching on something or pump falling. The issues occurred with two similar types of infusion sets.